Event description:
The customer contact reported a delay in critical therapy. The tubing set was being used to deliver an unspecified concentration of pitocin in lactated ringer's solution at a rate of 125ml/hr via an unspecified plum pump. After an unspecified length of time in use, while the nurse was attempting to attach a 20ml syringe to the clave secondary port on the cassette, "the tubing twisted and split. The solution container and tubing set were replaced and the therapy was resumed. The customer contact reported a "critical medication delayed while new solution hung with new tubing. New medication bag needed to be mixed, while pt was hemorrhaging." There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.